Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that multiple episodes of noise occurred for this device and competitor right atrial (ra) lead. There was concern as the noise was happening more frequently and the patient could become symptomatic. During testing, pacing inhibition was observed. As a result, the atrial sensitivity was reprogrammed. The patient will continue to be monitored appropriately. No adverse patient effects were reported.